Manufacturer narrative:
(B)(4). The complaint of infection/erosion cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 6. Reference MFR. Reports: 1627487-2015-03560, 1627487-2015-03561, 1627487-2015-03562, 1627487-2015-03563, and 1627487-2015-03564. It was reported the patient experienced lead erosion at her scs lead sites and as a result was scheduled for a lead revision. Additional information received identified the patient's scs system was explanted due to infection. The infection has since resolved.